Event description:
The info provided to sjm indicated a 6f angioseal vip was selected for use. The carrier tube could not be locked into the sheath and could not be removed from the patient. Surgery was required to remove the device and the patient was discharged home the following day.